Manufacturer narrative:
Concomitant medical products: product ID: 309333, lot #: 0208247261, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 309333, lot #: 0208127104, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 309333, serial/lot #: (B)(4), ubd: 19-mar-2018, UDI#: (B)(4). Product ID: 309333, serial/lot #: (B)(4), ubd: 05-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of symptom and pain. Right sided rushing pain into the leg despite massive reduction of the current from > 3.0 to 0.6. The leads migrated. During electrode dislocation the patient developed a weakness of the left foot lift and a paresthesia in the area of l5 / s1, so that patient fell and the electrode migrated a little further intracorporeally. Further stated as left-sided massive electrode migration completely intracorporal with direct rectum stimulation. The contributing factors to the event was the patient lost 55kg in weight due to bariatric operation and had falls. The patient fell down because they were not feeling their feet. Troubleshooting and ¿roentgen¿ was noted. The leads were replaced and ¿errors¿ corrected. After replacing the leads, the therapeutic outcome was satisfying again. But after the accident of falling down, the patient was facing new problems of motoric leg/foot problems. The reason for this was not clearly to identify. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 309333, lot# 0208247261, implanted: (B)(6) 2014, product ID 309333, lot# 0208127104, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.